Event description:
According to the reporter, the patient, who had undergone interventional therapy for cerebral infarction, was admitted to the department on (B)(6) due to 'chest tightness and shortness of breath for 1 year, with recurrence and worsening over the past 10 days. Due to multiple organ dysfunction syndrome, significant chest tightness and shortness of breath, oliguria, and severe internal environment disorders, continuous renal replacement therapy (crrt) was initiated. During the treatment period from (B)(6), the machine intermittently triggered alarms indicating the presence of air in the venous tubing. Despite repeated troubleshooting, the alarms persisted, prompting a change of equipment to continue the therapy. There was no intervention. There was no reported patient outcome. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).